Event description:
During a retrograde femoral nailing, a femoral connecting bolt was attempted for use the nail and jig when it became disengaged from the nail. It was noted to be fractured. A second bolt was attempted for use with the same result. It was reported that the inserter connector fractured during removal of the implanted screw. Surgeon completed procedure with competitor product. Greater than 30 min delay intraop.